Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Patient later reported "fluids filled sac". Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Patient later reported "fluids filled sac". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed openings assessed as surgical damage. Cyst: unable to observe as it is not related to the device. As per the investigation procedure creases, wear abrasion and non penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported left side rupture. The report of "fluids filled sac" (captured as cyst) has been deemed not device related. The device has been explanted.